Manufacturer narrative:
(B)(4). Medical product: fixed I-beam tibial plate catalog # 141222 lot # j3597130, patella catalog # 11-150842 lot # 316730, cobalt bone cement catalog # 402283 lot # 508120. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure. Then later underwent a revision.

Event description:
It was reported that the patient underwent an initial right knee procedure and seven months later had to be revised as the ps peg could come forward indicating instability.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to patient's operative reports. Device history record was reviewed and no discrepancies were found. Revision operative notes were provided for investigation. The notes state that patient was revised due to instability and adjusting of the medial collateral ligament. Examination of knee showed excellent alignment of knee. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.